Manufacturer narrative:
(B)(4). D10: item # unknown, unknown screws, lot # unknown g2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain and swelling approximately 10 months post-implantation and received a local anesthetic injection. The event was documented through a study database and was considered possibly related to the device and the procedure and not related to instrumentation. The patient¿s symptoms were reported to be resolving. Attempts have been made and no further information has been provided.